Event description:
It has been reported that during the procedure, as the physician attempted to place the sheath, backbleeding occurred. The device was removed and replaced. The pt experienced blood loss; however, this required no medical or surgical intervention. The device is being returned for evaluation.